Event description:
The reporter indicated that while the surgeon was loading a 13.2mm vicmo13.2; -6.5 diopter implantable collamer lens; it was noted to have a crack on the lens. This occurred on (B)(6) 2019. The lens was not implanted. On (B)(6) 2019 a replacement lens of the same model/length was implanted. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with debris throughout the lens . Visual inspection found the haptic torn to the lens. Claim#(B)(4).